Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. The issue did not adversely impact the customer's blood glucose level. Customer reported at least three occurrences of the same malfunction, with resolution involving sending a replacement pump. Customer was advised about updated software they would receive with the replacement and instructed on how to return the problematic pump. Customer confirmed understanding of instructions and agreed to use their current pump until the replacement arrived. The replacement was sent without a signature requirement for delivery.